Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis, also described as an infection. The cause of the peritonitis event was unknown. The patient stated that she was staying in a hotel where she ¿forgot to turn off the air conditioning and hurricane sandy hit and she believes that something in the air caused the contamination.¿ the patient was not hospitalized for the peritonitis event. The patient was treated with an unspecified intraperitoneal (ip) antibiotic three times a week for peritonitis. On an unreported date, the patient recovered from the event. Pd therapy was ongoing. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).